Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22g x 0.75 in. Bd saf-t-intima IV catheter safety system was used for an infusion in an ent department. When the nurse withdrew the needle from the device, the needle pierced the extension tubing and the nurse suffered a contaminated needle stick injury. The source patient was (B)(6) for (B)(6). The nurse received post exposure lab work and the test results were (B)(6).

Manufacturer narrative:
One used sample was returned for evaluation. A visual inspection found the clamp slide pressed in the pcv extension tubing and needle/stylet assembly causing difficulties to perform the activation and the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5056632. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that the customer's reported incident is related to incorrect se of the product.